Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600i synchron access clinical system generated "cartridge chemistry sample cuvette no fluid detected" and "cartridge chemistry cuvette not dry before first reagent dispense" errors. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the connector fitting where reagent probe b tubing connects to the top of the reagent probe was loose, resulting in the error messages and leaks. The fse tightened the fitting to correct the leaks and errors.